Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 251 mg/dl and manual insulin injections were administered to address bg. Customer reverted to using manual insulin injections for insulin therapy.